Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endograft apposition and infrarenal neck enlargement after endovascular aortic aneurysm repair van der riet et al, the journal of cardiovascular surgery 2021 december;62(6):600-8 doi: 10.23736/s0021-9509.21.11972-x. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patients during the endovascular treatment of abdominal aortic aneurysms associated with supra and infrarenal aortic neck morphology on unknown dates. Some patients were treated outside the IFU. The following adverse events were reported: occlusion, lower pole infarct of the right kidney and neck enlargement. The cause of the adverse are undetermined.